Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2009 : the patient presented with preop diagnosis : l4-l5. L5-s1 degenerative disk disease and abnormal curvatures in the spine. The patient underwent 1. Anterior retroperitoneal exposure of l4-l5 and l3-l4 and subsequent closure done. 2. Complete discectomy of l4-l5 and l2-l4. 3. Anterior lumbar interbody fusion at l3-l4 and l4-l5 with cages and bone morphogenic protein . 4. Anterior fixation of l4-l5 l4 with plates and screws done . Per op notes". The l4-l5 bodies of discs were exposed first. The vein was very carefully mobilized off of the l4-l5 bodies and disks. There was a small lumbar vessel. The small lumbar vessels on the l4 body which was very carefully isolated. The whole anterior surface of the l4-l5 disk and the ages of the l4- and l5 bodies were exposed by mobilizing the aorta and vena cava to the right side. The exposure of the l3-l4 was then made and the aorta and vena cava were further mobilized towards the right side and superiorly to expose the whole anterior surface of the l3-l4 disk, as welt as the l3-l4 bodies. The surgeon proceeded with discectomy of l4-l5, l3-l4 and then anterior lumbar interbody fusion of l3-4 and l4-l5 and fixation with plate and screws. The surgeon placed a 12, then a 14 mm 5 degree spacer, found to be a good fit after fluoroscopic imaging and we therefore selected a 14 mm 5 degree medium cage filled with bmp, infused sponge and using the screw introducer, brought into place and found to be firmly seated and appropriately countersunk. It was then fixated with a 43 mm lumbar plate and 24 mm screws x4. Screw heads were tightened using the provided ratcheting device. Screw trajectory was monitored using fluoroscopic imaging for appropriate placement. Identical procedure was undertaken at l3-4 and at this space a 12 mm 5 degree medium cage was used filled with bmp, and a 41 mm lumbar plate with 24 mm screws x4. "